Event description:
Registration proceeded normally. Patient folder saved, then immediately following save, error occurred, "communication failure with the robot. The system will shutdown". No contact was being made with arm or foot pedal. Robot arm was at home position with distance sensor attached. No pinching of cables noted. System shutdown and restart.

Manufacturer narrative:
It was reported that a communication failure followed by a shutdown occurred during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the device shutdown due to a problem in rosanna_brain software. Not enough evidence are provided in log files to conclude about the root cause for the issue.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Registration proceeded normally. Patient folder saved, then immediately following save, error occurred, "communication failure with the robot. The system will shutdown". No contact was being made with arm or foot pedal. Robot arm was at home position with distance sensor attached. No pinching of cables noted. System shutdown and restart.